Event description:
A malfunction was reported involving malfunction code 12, with a fault ID of [12-0x2071]. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction recurred. As a result, the pump was set to be replaced, with the customer using an mdi as a backup to maintain insulin delivery. The customer was provided with instructions to put the pump into storage mode and agreed to return the pump using a pre-paid label within 10 days.